Event description:
Pt was on ventilator from 6/4/94 to 6/6/94. At 1035 hours on 6/5/94. No problem noted with temperature probe while on pt, but when probe was removed to discard, the probe was melted into the vent opening.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failed just prior to use, device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.